Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a shocking sensation on their lower back area at random, when they were sitting and walking. The physician believed it was due to the ins because it was located in the area of the pain. The event was not yet resolved. No further patient complications were reported as a result of this event.